Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: lap. Cholecystectomy. Event description: there were only 3 clips in the applier. (Name redacted) told me that this often occurred in the last time. (But only in their kits). They had to open another clipper. Additional information received from applied medical representative via email on 05may2025: they don¿t have the lot-nr. Of the kit. The clips had the standard color. Additional information received from applied medical representative via email on 15may2025: the clipper was empty after three clips. The trigger could be used as always but stopped after three clips. Patient status: no patient injury. Intervention: they had to open another clipper.

Event description:
Type of procedure: lap. Cholecystectomy: event description: there were only 3 clips in the applier. (Name redacted) told me that this often occurred in the last time. (But only in their kits). They had to open another clipper. Additional information received from applied medical representative via email on 05may2025: they don¿t have the lot-nr. Of the kit. The clips had the standard color. Additional information received from applied medical representative via email on 15may2025: the clipper was empty after three clips. The trigger could be used as always but stopped after three clips. Additional information received from applied medical representative via email on 03jun2025: it happened 6 to 7 times. Patient status: no patient injury. Intervention: they had to open another clipper.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of no clip loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.